Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. This device is a loaner and is being returned for bench repair. It was reported that the customer's reported problem was observed while the device was in clinical use. However, there was no adverse patient impact reported by the customer.